Event description:
The technician alleged that the side rail would not latch in the up position. No pt impact.

Manufacturer narrative:
The technician replaced the side rail center arm assembly to resolve the issue.